Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had an intermittent image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the intermittent image could not be determined. Olympus will continue to monitor field performance for this device.